Event description:
It was reported the patient went to the emergency room because she experienced a surging sensation from her scs stimulation. The patient also stated she experienced a taste similar to metallic taste after the surging sensation. The patient stated her stimulation was on when this occurred, and it only happened once. An sjm representative met with the patient and performed a diagnostics of the patient's scs system, but all was normal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.